Event description:
Bd max loop would not flush to initiate infusion. No known harm to patient, delay in care due to removal and new product introduced. 12th report for same product, same issue- would not flush.